Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: v578924, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead; product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3888-33, lot#: va13nx2, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 04-nov-2014, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 27-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has leads implanted in the patient's occipital area. The patient stated that they need a healthcare provider (hcp) because the patient's migraines are out of control and the device is not helping. The patient has to tilt their chin to chest which is uncomfortable to feel the stimulation. The patient doesn't think their leads are working right because they have to have their head in certain positions. The patient added that their leads needed to be "fixed" a year and a half ago because the leads were shattered. The patient wasn't feeling stimulation and when they went to fix the leads the patient had the ins replaced at the same time. The patient stated that they were advised to get it replaced to avoid having to replace it in a few years. The patient stated that the leads were fixed a year and a half ago. The leads shattered 6 months before they were fixed. The patient stated that the past 3.5 months there were migraines and the stimulation was not helping the patient. No further complications were reported or anticipated.